Manufacturer narrative:
(B)(4). The customer reported that a patient experienced an hypoxic-ischaemic event during the intra-partum period and resuscitation incident involving a philips fetal monitor. There is an allegation of permanent central nervous system (cns) injury to the child, but there is no allegation of any role of the monitor in causing or contributing to the event or outcome. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a patient experienced an hypoxic-ischaemic event during the intra-partum period and resuscitation incident involving a philips fetal monitor.